Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection indicated that the catheter was seen to be broken/fractured. Functional inspection: not carried out due to condition of returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The catheter was seen to be broken/fractured and therefore the as reported can be confirmed. The as reported catheter shaft broken/fractured during use and catheter shaft kinked bent, as well as the as analyzed catheter shaft broken/fractured during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure when the subject distal access catheter was advanced through the guide catheter via femoral access site, it kinked and fractured at the proximal end. There was no adverse reaction to the patient as the subject distal access catheter was fractured inside the guide catheter and it was not in the direct contact with the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure when the subject distal access catheter was advanced through the guide catheter via femoral access site, it kinked and fractured at the proximal end. There was no adverse reaction to the patient as the subject distal access catheter was fractured inside the guide catheter and it was not in the direct contact with the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.